Event description:
It was reported that the patient had a lead that was connected to a vagal nerve stimulation device that was a non-medtronic product. The lead had been severed and had burnt the patient¿s left vocal cord on (B)(6) 2007. This had caused the patient to have speech, breathing and swallowing problems. The non-medtronic implantable neurostimulator (ins)was replaced as they thought that was the problem however, when the ins was turned on the patient had experienced extreme discomfort and had gone stiff. The stimulator was turned off at that point and the patient was heavily medicated. Valium was one medication that was used to control the seizures. The lead had several visible fractures and it was noted that the reason for the vocal cord damage had been the fractured lead. From (B)(6) 2014 that patient had been in speech therapy due to the lead issue. It was noted that only 12-24 months prior to the date of this report had the patient¿s swallowing, breathing and speech started to improve. Later it was decided to replace the lead. The replacement had taken 9 hours to get the lead out due to scar tissue. Following the lead replacement there was tissue under the incision that had died and the patient had a ¿huge¿ scar. The incision had not closed for 4-6 weeks following the replacement of the lead. Issues had been resolved with healthcare professional intervention.

Manufacturer narrative:
(B)(4). The device was used for an off label indication. The indication the device was used for was vagal nerve stimulation.